Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 400s mg/dl while wearing the pod between 4 and 24 hours (abdomen). The patient reported that the pink slide did not move forward. As treatment, the patient did bolus, a shot manually and changed the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 400s mg/dl while wearing the pod between 4 and 24 hours (abdomen). The patient reported that the pink slide did not move forward. As treatment, the patient did bolus, a shot manually and changed the pod.